Manufacturer narrative:
(B)(4).

Event description:
The pt experienced "trouble" with healing since the pump was implanted. An infection was indicated. The pt was working with a healthcare professional. Additional info has been requested, but was not available as of the date of this report.